Event description:
It was reported that during a da vinci s prostatectomy surgical procedure, the maryland bipolar forceps instrument broke. No add'l info was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering confirmed the instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly and instrument recognition and engagement passed. Engineering also observed the distal end of the main tube has 2 inch long section with material removed. The damaged area is 3.5 inches above the proximal clevis and is parallel to the main tube axis. The wear pattern is consistent with cannula related tube abrasions. No other damage was found. Add'l investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if add'l info is received.